Event description:
It was reported that the ilet user¿s pump displayed ¿connect cgm dosing stopped¿ after the user inserted a new sensor, and the agent identified that the sensor had not been successfully activated and guided the user to re-scan and pair the sensor. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, after which the user was transferred to the cgm partner for sensor-related questions. Investigation of this case revealed no device problem with the pump and identified a usage problem related to an improper or incorrect procedure during sensor activation; a device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.